Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry with clear surgical residue on the lens in a micro centrifuge vial. Visual inspection found the haptic bent and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -19.5/+4.0/118 (sphere/cylindar/axis) into the patient's right (od) eye on (B)(6) 2009. On (B)(6) 2020 the lens was exchanged with a longer length lens due to low vault. The problem is resolved.